Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and elevated sensing integrity counter (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.